Event description:
Boston scientific received information that this device system displayed increased threshold measurements. Right atrial (ra) lead outputs were increased as a result, most recently to maximum outputs. Pacing impedance measurements displayed a gradual increase in impedance measurements for the past twelve months as well, remaining within acceptable limits. Isometric exercises were performed and impedance measurements did not vary and noise was not observed. Cross chamber oversensing was observed, however, was resolved through device reprogramming. A revision procedure was performed and the ra lead was surgically abandoned and replaced. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.